Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2016. The history log shows an increase in voltage which suggests further pad-paks were installed. Multiple manual power ups one of 10 minutes duration were observed in the device memory on the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. There was one ten minute manual power up recorded. The manual power ups of varying duration may indicate the device was switching itself on automatically and the user was intervening to switch the device off via the on/off button. Therefore there was only one ten minute time out. The fault was witnessed during the investigation. This along with the excess current drain and the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.